Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not connect to provation when using the travel cart. The issue occurred during the set up before the patient entered the room. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was not returned to olympus for inspection however, a field service engineer (fse) was dispatched to customer site for device evaluation, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed and failed graphics card. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.